Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set detached from the site at the quick release and this issue occurred with five sets. The site location was patient's hip side and the pump was on the opposite side of the body. Reportedly, the infusions were stored inside the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.